Event description:
The user facility reported a steam leak from their reliance 1227 cart and utensil washer disinfector during a cycle. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance 1227 cart and utensil washer disinfector and found the exhaust system detached at the hose connection point, allowing steam to collect in the unit. The steam caused an electrical outage at washer's control box and resulted in a power failure. Upon further investigation, the technician learned that user facility personnel had opened the unload door to the reliance 1227 cart and utensil washer disinfector after the power failure which resulted in steam to be emitted and set off the facility's sprinkler system. To resolve the issue the technician confirmed there was no damage to the washer's control box, repaired the exhaust system hose connection point, tested the unit, confirmed it to be operating according to specification, and returned it to service. While onsite, the technician counseled user facility personnel on the proper use and operation of the reliance 1227 cart and utensil washer disinfector, specifically, not opening the washer doors during a power failure. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.